Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead had a measurement that was out-of-range. The sli had trended around 110 to 80 ohms over the last year. Ts provided troubleshooting options. A generator change out procedure has been scheduled. No adverse patient effects were reported. Currently, this rv lead remains in service.